Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified circular indentation on the outside diameter of the liner. A small nick was identified on the locking feature of the liner. The imprints on the outer radius were consistent with the size and shape of the screw head used in g7 implantation. Manufacturing records confirm that the dimensions where measured are found conforming to print specifications at the time of manufacturing. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the liner being unable to seat was attributed to the presence of screws impinging with the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: 010000662 6449985 g7 pps ltd acet shell 50d, 00625006530 64339340 bone scr 6.5x30 self-tap, unknown head, unknown stem. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03769.

Event description:
It was reported during hip surgery, the liner would not seat into cup. A second liner was opened and used. Attempts have been made and additional information on the reported event is unavailable at this time.